Event description:
It has been reported to co that before a ptca procedure the physician noticed a piece of plastic in the lumen of the introducer sheath. The device was discarded by the hospital before it could be verified. The sales rep reviewed other devices from the same lot and could not see any particulate.